Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. Reportedly, customer continued using pump for insulin therapy.